Event description:
While using an ethicon echelon flex 35 powered vascular stapler during surgery, the pt's pulmonary artery on the lower lobe side and the proximal end of the pulmonary artery both had a complete fired staple line, the stapler had cut, but each individual staple line had not clamped down completely. Pt had a 1.5 liter blood lost due to this and required 2 units of packed red blood cell in the operating room, and use of a different stapler. The MFR of the stapler has been contacted and are aware of this. Stapler has been sequestered to be returned to the company as per their request.